Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's sister reported via phone call that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 530 mg/dl. Customer's blood glucose was 138 mg/dl. During troubleshooting, found multiple no delivery alarms in history. Act button was hard to press. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing. No excessive no delivery error alarm was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump was received with intermittent button response due to flattened button dome switches. The keypad connector was fully locked. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.